Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Additional information: e2, e3, g2. The device history record was unable to be reviewed for this device since the reported serial (lot) number doesn't exist. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the lamp of the halogen light source burnt out. The customer had replaced the lamp and the issue was resolved. There were no reports of patient harm.